Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, ventilator error codes related to pressure sensors, flow sensors, and temperature sensor were observed. There was no reported patient involvement. The manufacturer¿s service technician observed the following errors in the device's event log: err-control-press-railed due to control pressure sensor reading maximum or minimum counts for an extended period of time. Err-prox-press-railed due to proximal flow sensor fail, this sensor is used for monitoring and displaying data. Err-control-flow-railed due to control pressure sensor reading maximum or minimum counts for an extended period of time. Err-airstream-temp-1-railed due to airstream temperature sensor is reading maximum or minimum counts for an extended period of time. Err-baro1-sensor-range due to barometric pressure sensor reading a count outside of its valid range. The technician recommended replacing the device's system board and cpu board assembly to address the issues. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is warranted at this time.